Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. No accident or trauma to the implant site was reported.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. A damage to the stimulator housing, as reported in the explantation report could not be confirmed. During investigation the stimualtor housing was found to be visually intact and was working within specification. This is a final report.

Event description:
Hearing performance with the device was affected. No accident or trauma to the implant site was reported. The concerned device was explanted from the right ear and a new device was implanted on the contra-lateral side on (B)(6) 2017.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
In situ testing showed affected channels. No accident or trauma to the implant site was reported. Re-implantation is being considered.